Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: ddbb1d1 ICD, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had pain near the implantable cardioverter defibrillator (ICD) system since implant. The patient had undergone 5 pocket revision with no relief. The physician decided to extract the system and implant a new system on the right side. No further patient complications have been reported as a result of this event.